Manufacturer narrative:
Initial and final MDR 1889149 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced two infusion set fell off during use events. The infusion set had been used for about a day. The blood glucose level was 300- 400 mg/dl at the time of events. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.